Event description:
It was reported there was a catheter migration/dislodgement at the distal end of the catheter. As a result of the event, a catheter revision was planned. A dye study was performed as diagnostic testing. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced underdose symptoms. The patient was noticing less pain relief from the pump. They had to increase the dose. A CT scan showed the tip of the catheter pointing to the sacrum. The patient was to set up an appointment with the healthcare provider (hcp) for a possible catheter revision. It was further reported the patient was being referred to a surgeon so no catheter revision had happened yet. The drug being delivered via the device system was morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2009 (B)(6); product type accessory product ID 8590-1, lot# n205123, implanted: 2009 (B)(6); product type accessory. (B)(4).